Event description:
The affiliate reported that the catheter was inserted in the patient and a green substance came out from the passer. The case was aborted as a result. During this time, the patient was under general anesthesia. Patient is currently on antibiotics and the procedure has not been rescheduled as of yet.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the used catheter passer was not returned. However, 7 samples from the same lot were returned. Internal and supplier operations were reviewed and no manufacturing materials or processes containing green fluids were observed. The catheter passer and swabs of the green fluid were sent to the hospital¿s infection control unit for analysis and the results indicated that there was no microbial growth detected. Using passer tubes from the returned lot, lint free cloths, and scrap catheters, the complaint of green fluid could not be replicated. The root cause for the green fluid could not be determined at this time. However, a gray residue was observed coming from some of the passer tubes. (B)(4) was opened to further investigate the gray residue. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed